Manufacturer narrative:
Eval: the filter was received to assist in our investigation. It is possible that the prong of the filter could cause the penetration or tenting of the wall of the ivc and then cause irritation of the surrounding organs and nerves, which could result in the pt having abdominal pain. The details of the filter implantation have not been provided so it is difficult to determine the exact cause of the filter penetration or tenting.

Event description:
A celect filter was placed in 2008 by right fermoral approach. Placement prior to cervical spine fusion surgery. Pt had history of dvt and factor 5 disorder. Pt presented with right side flank pain and lower back pain about one month later. CT of abdomen was performed. The celect filter leg had punctured the vena cava. The filter was then removed by percutaneous jugular approach one week later without complications using a 25mm amplatz gooseneck snare and an 11 french cook check-flo 70mm sheath.